Event description:
It was reported by provider that the left side bracket that holds the adductor snapped in half on the fdx-cg power chair. Provider states the end user was in the chair and entering the van during the damage. Provider states no property damage or injury alleged. No further information provided.